Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view patient list. A technical support specialist (tss) dialled into server, then observed the device that appearing on patient encounter system (pes). Then navigated to settings, then user account, there verified user account and confirmed no roles were assigned. Then contacted the customer via phone and informed that the user had no assigned roles. Then advised the customer to request the pharmacist or manager to assign appropriate roles and area access for patient list visibility. Then the customer acknowledged the information. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was unable view patient list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.